Event description:
The device was implanted in 2001. Approximately six months ago the patient developed inflow valve regurgitation and has been running in fixed rate of 80bpm regularly since onset of inflow regurgitation. In 2002, the patient reported intermittent red heart alarms. The patient was switched to pneumatic backup and was being supported fine. A decision was made to replace the device with a new ve device and the exchange was performed 7 days later.